Event description:
The customer reported the system had a corrupted images error message and the system was reboot. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and out back into service.